Manufacturer narrative:
This report is being supplemented to provide additional information based on a clarification to results of third party testing , the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: distal end. Cfu: n.d. Bacterial identification: n/a. Sampling from: biopsy channel (ch)/suction ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: air/water ch. Cfu:1cfu. Bacterial identification: pseudomonsa plecoglossicida. Sampling from: auxiliary water ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2023. Sampling from: distal end. Cfu: n.d. Bacterial identification: n/a. Sampling from: biopsy ch/suction ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: air/water ch. Cfu: 0cfu. Bacterial identification: n/a. Sampling from: auxiliary water ch. Cfu: 0cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: due to damage on up/down knob, water tightness is lost; due to a cut on switch button 1, water tightness is lost; due to damage on switch button 1, switch cannot be pressed down smoothly; due to wear of flexibility adjustment ring, flexibility adjustment function does not work; indication on flexibility adjustment ring is unclear; light guide lens has a crack; adhesives around light guide lens has a pinhole; adhesive on bending section rubber is detached, discolored; due to wear of angle wire, bending angle in up direction does not meet the standard value; cleaning disinfection sterilization machine cantel advantage plus pt. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device was tested and pseudomonas plecoglossicida was detected. The obtained results are in conformance with the requirements. The scope was reprocessed per the directions of the instructions for use, all channels were sampled and tested and was no detection of micro-organisms present on the scope and in the channels. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses gigasept pearls 1% detergent, suctions water out of the channels and flushes out the air/water, and auxiliary flushing channel. During manual cleaning, the customer used gigasept pearls 1% detergent and cantel brush to brush the operating channel, the suction pistons/cylinders, the operating channel port, and the distal end/area around the forceps elevator. The customer reported no manual disinfection of the scopes was performed. For automated endoscope reprocessor (aer) treatment, cantel advantage plus pt washer along with ercept plus 0,5% detergent and rapicide pa a und rapicide pa b 4%, disinfectant was used. The scope was stored horizontally in a cantel endodry drying cabinet and olympus is the customer¿s maintenance company. The scope was not sterilized. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for greater than 160 colony forming unit (cfu) of micrococcus sp on (B)(6) 2023 and tested positive for greater than 160 colony forming unit (cfu) of cellulosimicrobium cellulans, 4 colony forming unit (cfu) of micrococcus luteus, and 4 colony forming unit (cfu) of ochrobactrum sp. On (B)(6) 2023. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.